Event description:
It was reported that telemetry revealed that a critical alarm was sounding due to empty reservoir, but the alarm was not audible. No pt symptoms, treatment, or outcome was reported. The drug contained in the pt's pump was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.